Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant product(s): cd3231-40q ICD, implanted: (B)(6) 2012; 2872 adaptor, implanted; (B)(6) 2001; 2187-75 lead, implanted: (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was present on the patient¿s right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.